Event description:
It was reported that during lap chole. Procedure the device only fired ever other clip. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary. The analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.